Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 60mm diameter abdominal aortic aneurysm. It was reported that during the index procedure the physician deployed the endurant bifurcated stent graft as close as possible to the left renal artery however it was deployed higher than intended partially covering the left renal artery. The angiogram revealed blood flow to the renal artery and cannulation was performed from the brachial artery. The physician elected to implant another manufacturer¿s bare metal stent in the renal artery to maintain renal artery patency. It was reported that a type ia endoleak developed. The physician modelled the endurant stent graft with a balloon, however the endoleak was not completely resolved. As per the physician, the cause of the event was related to the patient¿s anatomy of a tortuous short aortic neck. No additional clinical sequelae were reported and the patient will be monitored.